Manufacturer narrative:
A sample was not returned for analysis. Product history records indicate cartridges met release criteria. A root cause has not been determined. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility manager reported that multiple unidentified intraocular lens (iol) implant cases had the iol present in the capsular bag with a "plastic" type residue on the lens. The material was removed with the irrigation & aspiration process with no indication of harm to the patients. The material is thought to have come from the cartridges used during lens implantation. Additional information was requested.